Event description:
Failure to alarm (B)(6), territory s&n staff took the following statement from area complaining: "when tvn was carrying out daily audit, tvn noticed that fluid had pooled below dressing and pump was not alarming. Tvn removed the dressing and pump still did not alarm. Tvn removed the softport from the dressing and the alarm sounded. This took about 5mins in total" dressing was on lower leg, fasciotomy wound. Patient was not injured complaint forms says. Display read "continuous"at time of removal. Device was being monitored 4hrly. Pressure was on -80mmhg. Was on battery power. Battery didn't fail to charge. Unknown storage of device prior to use. Was used in accordance with instructions. Gauze and softport used. No bridging technique used. No y connector. Dressings were being changed every 3 days. Cleansed with saline. Hydrocolloid and drape applied prior to therapy. Dressing was compressed at time of incident. Dressing was not compromised in any way at the time of incident. Canister in use was 300ml canister that was full by 100mls. This had been changed 5 days previously to incident. Serous fluid was in the canister at the time of the incident. Canister change did not resolve the issue. Form filled by territory manager (B)(6), she states further that pump swapped on ward to a standby device by siobhan mcelroy. Lindsay believes that there was an air leak at the dressing however not enough for the leak alarm to be triggered initially when the tvn inspected. When tvn removed the dressing and then the soft port from the dressing the air flow had been increased which then triggered the leak alarm. Dressing was raisin like to touch. Form says no contact layer was in use. Issue was resolved. (B)(4).

Event description:
Failure to alarm: when tvn was carrying out daily audit, tvn noticed that fluid had pooled below dressing and pump was not alarming. Tvn removed the dressing and pump still did not alarm. Tvn removed the softport from the dressing and the alarm sounded. This took about 5mins in total. Dressing was on lower leg, fasciotomy wound. Patient was not injured complaint forms says. When tvn removed the dressing and then the soft port from the dressing the air flow had been increased which then triggered the leak alarm. Dressing was raisin like to touch. Form says no contact layer was in use. Issue was resolved.

Manufacturer narrative:
(B)(4).